Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance issue. No new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this tachy lead was not successfully implanted due to physician was not able to deploy the lead without interference. A new lead was replaced. No adverse patient effects were reported.